Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported arrhythmia could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jan2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) is currently available. This document lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for sustained supraventricular arrhythmia which required electrical cardioversion. A cardiac catheterization was performed. The patient was discharged on (B)(6) 2022. The hospital was contacted for additional information and refused to provide any further information related to the event.